Event description:
It was reported that a vns patient was being scheduled for prophylactic battery replacement. The patient had been having an increase in seizures and their doctor felt that it may be due to the battery not functioning at full capacity. It is unknown if the patient's seizures are above or below their prevns baseline rate. Good faith attempts for additional details have been unsuccessful to date.